Event description:
It was reported that pump insulin gauge did not always display amount correctly. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, was out of warranty and in process of renewal, and no additional information was received regarding the outcome of event.